Event description:
It was reported that while the ventilator was connected to a pt, the pt went into double pneumothorax. The pt was transported to another facility. (B)(4).

Manufacturer narrative:
Additional info stated that the ventilator was not sequestered after the incident but was instead connected to another pt and it functioned without any problems. Our field service engineer (fse) was on site 20 days after the incident and examined the ventilator. The fse performed several pre-use check and all were successful. The ventilator was run on a test lung and it functioned without problems. No parts were replaced. The device logs were downloaded and it was returned to service. Eval of the device logs shows that a pre-use check 6 minutes prior to the start of ventilation was successful. Ventilation went on for 11.5 hours. Ventilation was in a pressure regulated volume controlled mode where the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but it is limited to 5 cmh2o below the set upper pressure limit. The ventilation period contains alarms for low expiratory minute volume, high airway pressure, regulation pressure limited, low peep (positive end expiratory pressure) and high respiratory rate that were generated to and from during the entire period until the ventilator was turned off. There are several changes of parameter settings during the covered period. The pre-use check after the event was successful. There are no technical alarms. The true cause of the alarms has not been determined. The most probable cause of the alarms was the set mode of ventilation, parameter settings, alarm limits, mechanical properties of the pt and the pt circuit. The cause of the reported double pneumothorax has not been determined but there was no ventilator malfunction prior to, during and after the ventilation period. (B)(4). Reference importer report number: 3008355164-2014-00129.